Event description:
Additional information was received indicating that three years later, this device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range right atrial (ra) impedances of greater than 3, 000 ohms. Oversensing was also noted which resulted in stored inappropriate atrial tachycardia response (atr) mode switch episodes. A revision procedure was therefore performed, during which the lead was extracted and replaced. No adverse patient effects were reported.